Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on or charge the battery when plugged in to a/c power. The complainant indicated that there was no patient involvement.